Event description:
Monopolar cord plugged into bovie console to be utilized with electrode, upon activation smoke was noted at the connection between the cord and the console, plug pulled and no further issues noted- no harm.